Event description:
It was reported the patient underwent a left hip procedure on an unknown date. Subsequently, the patient was revised due to poly wear and head migration. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00353. Unk harris-galante ii acetabular cup g2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the explanted liner with possible wear noted to the rim. The device is covered in bio-debris and the etch could not be confirmed from the provided picture. No further evaluation can be made. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with undersized femoral head component as well as polyethylene wear of the acetabular component. A definitive root cause cannot be determined. Mmi noted the head was undersized, however it is ultimately the surgeon's discretion for determining implant size. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.